Manufacturer narrative:
Study event. The stent remains in the patient. The lot number was provided. Hypotension, hemorrhage, myocardial infarction and stroke are known possible adverse events associated with the use of the device as listed in the instructions for use. There was no device malfunction reported. The lot history record was reviewed and there are no non-conformances associated with this lot number.

Event description:
Device malfunction: none. Symptoms/ae: stroke, myocardial infarction. Time of ae: after the procedure. It was reported that approximately 15 minutes after the embolic protection device was removed from a right internal carotid artery stenting procedure, the patient became hypotensive. A dopamine drip was started followed by a levophed drip. About 30 minutes later, the patient was not responding approximately. At some point after this event, the patient was intubated. Extubation occurred also at an unknown time. Additionally, at some point, post procedure, the patient was noted to have left sided weakness and swallowing problems. The patient was diagnosed with a hemorrhagic stroke and was treated with speech therapy with plans to have physical and occupational therapy as well. Two days postprocedure, the hypotension resolved and the patient was alert and oriented, but slow to speak. Five days post procedure, due to discontinuation of antiplatelets, the patient was noted to have positive troponins and was diagnosed with a non-st elevation myocardial infarction. This was treated with medication and a blood transfusion. Eleven days postprocedure, the patient was discharged to a rehabilitation facility. Although requested, there is no additional information available.